Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric surgery, there was a poor staple formation and incomplete staple line distally. They exchange the load stapler to complete the case. There was no patient injury.